Manufacturer narrative:
Bottle 7 (ethanol) was not in contact with the corresponding sensor for 30 seconds from 08:43am on (B)(6) 2016, which is not sufficient time to replace the reagent; and the properties of reagent station were reset. Although the user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to 100% at 08:44am on (B)(6), the actual concentration of reagent in bottle 7 (ethanol) remained unchanged at 56.9% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 7 (ethanol) was used for the final dehydration step of the "routine 8hr" protocols started in retort b at 14:09pm on (B)(6) 2016 and in retort a at 02:01am on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the routine 8hr" protocols started in retort b at 14:09pm on (B)(6) 2016 and in retort a at 02:01am on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 08:44am on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that tissue was "very mushy" following processing. The complainant advised that the tissue samples exhibiting sub-optimal processing had been re-processed on another tissue processor located in the laboratory; a validation processing run(s) had been completed; all tissue samples exhibiting sub-optimal processing were diagnosable and the instrument had been used by the laboratory on both (B)(6) 2016 without reported incident.